Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the reclaim monoblock instruments were used to successfully trial and implant into the patient. Upon the return of the instruments to the office it was noticed that the screwdriver handle and tip were stuck together as one piece. This didnâ¿¿t cause any complications for the procedure, the products do however need replacing.

Manufacturer narrative:
Downgrade is approved